Manufacturer narrative:
Joerns is sending report to lift manufacturer (B)(4) 2011.

Event description:
It was reported to MFR by facility, per dealer, a customer caregiver notified the dealer of a event with a possible injury occurring while using an hml400 lift. The dealer, initially reported that the jack failed and dropped a pt resulting in a broken leg. Further investigation revealed that the event should never have been reported as there is no evidence that an injury occurred: an incident was greatly exaggerated. The nurses' aid appears to have released the handle while managing the combative pt alone. The lift was retrieved and evaluated. There was no evidence of failure, no fluid leakage and the facility could not duplicate the event. As a precaution, the dealer replaced the pump. There was no mention of an injury until a technician went to evaluate the lift and was told by an unnamed source that they wanted a new lift because the pt said she had broken a leg. A replacement lift was sent to the facility and ra (B)(4) was issued to obtain the device for evaluation. Although insufficient info has been received in which to determine if an injury had occurred, a malfunction may have occurred.